Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a higher than normal lactate dehydrogenase (ldh) in the 500&#62688;u/l (baseline 200-300&#62688;u/l) and observed high pump powers and estimated flow values at home. The patient was reportedly asymptomatic and euvolemic with no signs of congestive heart failure symptoms and no hematuria. The patient was placed on a bivalirudin drip and oral plavix. On (B)(6) 2015 the patient continued to be asymptomatic with no signs of hemolysis. The patient was still an inpatient and was on integrilin. The patient&#62688;most recent ldh was 600 u/l and the plasma free hemoglobin was 110 g/dl. The patient's ldh and plasma free hemoglobin levels would reportedly fluctuate between high and normal ranges. The patient's right heart was evaluated and found to be functioning normally. The patient&#62688;inrs were greater than 2.0 and their volume status remained euvolemic. A CT scan showed the cannula was in the correct position. It was reported that the patient has heparin induced thrombocytopenia. The patient was discharged home on (B)(6) 2016 reportedly doing well. The lvad parameters were stable and the patient was off of anticoagulation drips for 3-4 days. It was reported that the patient's ldh was still elevated, but the plasma free hemoglobin was normal. A ramp study showed that the left ventricle was unloading and the aortic valve was not opening. No further information was provided.